Event description:
The event involved a microclave connector where it was reported a ¿leakage, wet the clothing and wasted medicine" while in use for a second chemotherapy, two months after a rectal cancer surgery. The nurse found the connector leakage between the blue and clear out chamber with no crack while giving infusion, causing wet cloth. It was replaced without further leakage. In addition, the patient was inserted with a peripherally inserted central catheter (PICC) along with a connector. There was patient involvement but no report of patient harm.

Manufacturer narrative:
There were no product samples, videos, or photographs returned for investigation. The device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The reported complaint cannot be confirmed based on the information that has been provided.